Event description:
Reporter alleged blood glucose measured 325 mg/dl at 11:30 am on the customer's meter while the lab measured 118 mg/dl performed at the same time. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.